Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three perclose proglide devices are being filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that a vessel puncture closure of an unspecified artery was attempted using four proglide devices relative to an unspecified procedure. Reportedly, an unknown failure occurred with the four proglide devices. Hemostasis was achieved surgically. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Device codes: 1142 labeled. Internal file number - (B)(4). Corrections: device code 3190 was removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement of a calcified common femoral artery was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to an endoprosthesis interventional procedure. Reportedly, there was no suture present when the plunger was removed and cuff misses occurred with the four proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized, sheath size was not provided, and the endoprosthesis procedure was completed. The sutures of two new proglide devices were successfully pre-placed. Hemostasis was achieved with the successfully pre-placed proglide sutures. No additional information was provided.